Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# (B)(4) serial#, implanted: (B)(6) 2013, product type lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 01-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received 2021-aug-30 from a patient who was implanted with an implantable neurostimulator (ins) for urinary d ysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have had a loss of therapeutic effect. They have the interstim to help with bladder spasms and bladder emptying difficulties and the interstim therapy has not been helping with this for a long time. Sometimes patient would turn it off and go for a while seeing how they did without it and then turn it back on. Currently they are only seeing the interstim icon start up screen and the sync screen on their programmer. Patient changed the batteries in the programmer to new ones but is still not able to sync to the ins. Patient states this must have been going on for quite a while. Patient confirmed they are using alkaline aaa batteries in the programmer. Discussed the ins may have reached eos (end of service) due to length of time it has been implanted. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. 2021-sep-27 additional information was received from the patient: the state they've had the implant since (B)(6) 2013 and their doctor thought it would help, it did help in the beginning, was programmed, sometimes they turned if off for awhile to see if it helped, but couldn't see any difference. They were told that 5 years was about as long as it would last. They thought at the beginning that something happened to the wire, recently were told the battery was dead in the implant which is why it wouldn't work with the programmer. The patient didn't realize the implant had a battery in it. They are going to wait to make an appointment because of the pandemic and their doctor has since retired.